Event description:
A customer reported that an insulin cartridge leaked multiple times over several days. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, with the specific high value unknown. To address the high blood glucose level, the customer administered a corrective injection via multiple daily injections (mdi). There was no additional information regarding assistance from a third party, and the customer was not incapacitated due to the blood glucose level. It remained unclear whether the leak came from the pump or the cartridge, and the case was left open for further investigation.